Manufacturer narrative:
Attempts were made by medical monitor to replicate the actions as described in the report and it was concluded that the doubling of the intended correction could only have occurred through a data entry error. The equipment was determined to have operated properly and no service was requested.

Event description:
During a therapeutic photokeratectomy, the surgeon inadvertently doubled-entered the amount of cornea to be removed. The surgeon reported that after he entered the correct parameters and saved the data he observed that the data disappeared from the screen, so he repeated the entry and again saved the information. Upon examination of the patient during the first post op visit, the surgeon reported that the patient had twice the amount of tissue removed than expected and was experiencing corneal haze and a visual acuity of 20/50.